Event description:
After 9 years of having mentor saline implants, I began to show signs of pain in my chest, numbness in my arms, sharp shooting pain in my breast, shortness of breath and more. A rash developed, with a fever, and has persisted for 4 months now. I was hospitalized, along with multiple other visits to the ER, as doctors had no idea what was going on. If I was anywhere near mold, I had sharp shooting pain in my breast that would take hours to resolve. After multiple blood tests, and showing that I was positive for hla-dr gene, which predisposed me to have a severe reaction to silicone toxicity, it was discovered that the chemicals in my implants were making me incredibly sick. They have suppressed my immune system so far as to cause dna damage. I currently have been diagnosed with myelodysplastic syndrome, and it's all because of these unsafe implants that are approved by the FDA. These toxic medical devices are dangerous and should never be implanted in a human body. Let's save lives, not take lives.